Manufacturer narrative:
This report is filed 11 apr 2014. Implanted device remains.

Event description:
Per the clinic, the patient was prescribed antibiotics (type and dosage not reported) on (B)(6) 2013, due to reports of discomfort at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.